Event description:
It was reported by the rep that the (1) prw35 was used during an (laparoscopy) prrocedure. The rep was informed by the nurse that as the procedure was closing and the 4x4 wound was being wiped off, the staples, which are enclosed with the device, came off. The rep dry fired and two staples formed perfectly. The surgeon was unware of the problem.